Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with an unknown mentor implant. Post-operatively, the patient suffered capsular contracture (baker grade unknown) on an unspecified breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The product is still unknown and the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 26, 2023, mentor received additional information indicating that per an MRI, the patient has bilateral breast implant ruptures. Rupture on the concomitant breast/implant will be reported under mrn: 1645337-2023-01020.